Event description:
Four resolute integrity rx drug eluting stents were implanted in the lad during the index procedure. It is reported that the fourth stent was implanted to treat a dissection.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection).